Event description:
Reporting multiple issues with same nebulizer we reported earlier this year ((B)(6) 2014). Electrical cord is sparking, some units appear to have a "burned" area and some units sound as if there are broken pieces inside the unit. Most issues are heat related. We have stopped issuing/purchasing this unit to issue in our home medical equipment area but patient are still bringing defective units back. Also see report mw5035610.